Event description:
Patient treated with portrait was diagnosed by the treating physician with an area of hypopigmentation on her chin six months after the procedure. Patient states, she had crusty skin on her chin some weeks after the procedure. Pictures provided to rhytec by the patient were reviewed by a dermatologist experienced with portrait. Based on the series of photographs provided, the area of lighter pigmentation is considered to be an atrophic scar secondary to a post-procedure infection.

Manufacturer narrative:
The treating physician diagnosed the patient with possible hypopigmentation. Photos reviewed by rhytec feb. 5, 2008, indicate the patient developed infection or delayed healing post procedure that appears to have resulted in an atrophic scar. The portrait does not contact the patient during treatment. Labeling states that following the procedure, the treated site may be subject to an opportunistic infection.